Event description:
It was reported that externalized conductors were observed between the rv and svc coils via x-ray. Lead remains implanted and patient will be monitored.

Manufacturer narrative:
(B)(4).